Event description:
On (B)(6) 2014, the clinic received a remote monitoring system alert notification due to right ventricular lead impedance >3000 ohm (mean value from (B)(6), device implanted the day before). Meanwhile, the most recent rv lead impedance measurement was 514 ohm on the same report, and from the source file (idf), both lead impedance and sensing trends seem normal. The patient was later admitted in the hospital from (B)(6), and the device was interrogated without any abnormal impedance value. The physician wants to know why the alert was generated.

Event description:
On (B)(6) 2014 the clinic received a remote monitoring system alert notification due to right ventricular lead impedance >3000 ohm (mean value from (B)(6), device implanted the day before). Meanwhile, the most recent rv lead impedance measurement was 514 ohm on the same report, and from the source file (idf), both lead impedance and sensing trends seem normal. The patient was later admitted in the hospital from (B)(6), and the device was interrogated without any abnormal impedance value. The physician wants to know why the alert was generated.